Manufacturer narrative:
It was reported by the doctor that the patient continued to use a visibly broken aligner (it was reported that the upper arch was broken into 3 distinct pieces) prior to the swallowing incident. Based on the information provided, this event is being filed as a serious injury MDR as the patient reported swallowing and choking on a piece of a broken align aligner. None of the information provided suggests that the aligner breakage was due to a malfunction.

Event description:
The patient reported the symptoms of choking, swallowed debris (big chunk from canine to canine on the upper arch) and sore throat. The patient reported to continued to use a broken aligner as he was scared to tell his guardian that the aligner was broken. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or was prescribed any medications to alleviate the reported symptoms. The patient is still wearing the aligners and is currently getting better.